Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and greater than two seconds of pacing inhibition. The patient had slow escape rhythm, but was noted as symptomatic. In addition, noise was reproducible with patient arm movements. There were no abrupt impedance changes, however rv pace impedance measurements were trending downward. Technical services (ts) reviewed possible causes and programming options. Additional information received reported that this rv lead was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and greater than two seconds of pacing inhibition. The patient had slow escape rhythm, but was noted as symptomatic. In addition, noise was reproducible with patient arm movements. There were no abrupt impedance changes, however rv pace impedance measurements were trending downward. Technical services (ts) reviewed possible causes and programming options. Additional information received reported that this rv lead was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.